Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for evaluation and the customer's allegation was confirmed. In addition, device evaluation found that an e216 scope communication error message was displayed and air/water channel had white foreign material. A root cause could not be identified. Based on the results of the investigation, the most likely cause of the intermittent video was fluid invasion of the scope connector. The most likely cause of the e216 error message was an electrical component failure and the most likely cause of the foreign material in the scope was unable to be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the video image of the gastrointestinal videoscope goes on and off. This issue occurred during inspection for use. There were no reports of patient harm.